Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 60197be01, however, no related trends were identified regarding commonalities for complaint lot number and issue. Additionally, in-house testing was performed on lot 60197be00, which contains the same bulk material as lot 60197be01. The testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent lot 60197be01 was identified.

Event description:
The customer reported false non-reactive alinity I syphilis tp and provided the following data: alinity I syphilis tp result was 0.08 s/co and the result was questioned by a clinician. (Reference: < 1.0 s/co is non-reactive). Upon repeat testing, the sample generated a result of 0.09. The tppa result was positive. Patient history: the tppa results were consistently positive during multiple tests during pregnancy, and the colloidal gold method has been generating negative results. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 07p60-77 and there is a similar product distributed in the us, list number 07p60-21 / 31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false non-reactive alinity I syphilis tp and provided the following data: alinity I syphilis tp result was 0.08 s/co and the result was questioned by a clinician. (Reference: < 1.0 s/co is non-reactive). Upon repeat testing, the sample generated a result of 0.09. The tppa result was positive. Patient history: the tppa results were consistently positive during multiple tests during pregnancy, and the colloidal gold method has been generating negative results. There was no reported impact to patient management.